Manufacturer narrative:
The device was expected to be returned for eval. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.

Event description:
Device malfunction: cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly,when the needle plunger was removed, a needle tip did not capture a cuff. The device was removed and manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. No additional info was provided.